Event description:
The customer observed falsely elevated architect insulin results generated on the architect i2000sr processing module for a 11-year-old female patient diagnosed with pediatric obesity. The following results were provided: sid 193 insulin result 1-hour postprandial = 4305 pmol/l, sample treated with peg and repeated with result = 1893.5 pmol/l additional lab result: 1-hour postprandial glucose result = 11.63 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect insulin results generated on the architect i2000sr processing module for a 11-year-old female patient diagnosed with pediatric obesity. The following results were provided: sid: (B)(6) insulin result 1-hour postprandial = 4305 pmol/l, sample treated with peg and repeated with result = 1893.5 pmol/l. Additional lab result: 1-hour postprandial glucose result = 11.63 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect insulin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the architect insulin assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot: 76821lp78 and sublot: lp78. The device history record review for lot: 76821lp78 did not show any nonconformance's, potential nonconformance or deviations. Customer field data was used to assess the performance of the architect insulin assay using worldwide data. The patient¿s data was analyzed and compared to an established control limit. The review of the data associated with lot: 76221lp78 indicates the patient median is within the established limits for alinity I insulin. Since alinity insulin lot: 76821lp78 and lot: 76221lp78 are sister lots, no unusual reagent lot performance was identified for lot: 76821lp78. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the architect insulin assay for lot number: 76821lp78 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect insulin results generated on the architect i2000sr processing module for a 11-year-old female patient diagnosed with pediatric obesity. The following results were provided: sid (B)(6) insulin result 1-hour postprandial = 4305 pmol/l, sample treated with peg and repeated with result = 1893.5 pmol/l additional lab result: 1-hour postprandial glucose result = 11.63 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Corrected information in section h6: medical device problem code.